Event description:
The event was avoided, but needs to be reported. The pilling morse retractor has a screw on the crank. The screw easily becomes loose and can fall into a patient wound. The morse retractor is used during a surgical heart procedure. During the procedure the screw became loose and almost fell into the patient.